Manufacturer narrative:
Customer did not provide lot number of product used, nor would they provide patient samples for evaluation by ocd. Customer performed investigation and both patients had the following results: pre and post samples were antibody screen negative in gel. Pre and post samples were antibody screen negative in tube/liss. Pre and post samples were antibody screen negative in tube/albumin. Pre and post samples were dat negative. No reactivity with enzyme treated red blood cells and pre and post samples.